Event description:
At may 16, the user had a rosa workshop, they had some questions during the practice procedure. 1. At may 16, 12:46, there was an unrecoverable error, but have no idea what happened. 2. At may 16, 13:50, they tried to use the micro moving, but the screen no responded, and a few minutes the system shut down itself.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the first issue was due to the command that was sent 1 second after the start of the movement and that interrupted the movement of the robot arm. Because the robot did not end its movement at the intended position, a forced shutdown procedure was engaged. The trigger that initiated the command remains unknown. The second issue was due to an axial cooperative mode that did not stopped correctly and prevent the device to initiate an incremental micro movement. Because the incremental movement failed, the software cancelled the function and triggered an error message that led to the shutdown of the device.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
At (B)(6), the user had a rosa workshop, they had some questions during the practice procedure. At (B)(6), 12:46, there was an unrecoverable error, but have no idea what happened. At (B)(6), 13:50, they tried to use the micro moving, but the screen no responded, and a few minutes the system shut down itself.